Manufacturer narrative:
D9 h3 other text : device not returned.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.